Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that approximately one year after the implant of this transcatheter bioprosthetic heart valve an implantable cardioverter defibrillator was implanted. It was reported that the patient was experiencing low ejection fraction. There was no reported conduction disturbance associated with the device implant, but it was noted that in screening for the valve implant, the patient was observed to have left bundle branch block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.